Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tome was used and successfully cannulated, but when the sphincterotomy was performed, the cutting wire broke. It was reported that the device was bowing in an unintended direction and no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. Additional information received on december 31, 2024. A photo of the device was provided by the customer and showed that the cutting wire was broken and kinked.

Manufacturer narrative:
Block b5 (describe event or problem) and block h6 (device codes) have been updated. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tome was used and successfully cannulated, but when the sphincterotomy was performed, the cutting wire broke. It was reported that the device was bowing in an unintended direction and no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.